Event description:
An isi representative visiting the site discovered multiple da vinci s 8mm instruments with scratches on the main tube and advised that the account return them to isi for evaluation.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Engineering found the distal end of the main tube has a section directly above the proximal clevis with various scratch marks, creating a rough surface and a small amount of material to be removed from the main tube. The scratches are concentrated on side of the tube and are likely due to inadvertent contact with other instruments. Engineering also observed a 3 inch section above the proximal clevis with light wearing. All cannulae at this site have been evaluated and were found to be within specification. Engineering believes a possible source of this damage is due to instrument shafts rubbing together. No other damage found. The endowrist instruments instructions for use (IFU) specifically states; general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.